Event description:
It was reported that during an unspecified procedure, the speed display was lost. Anatomy and lesion details are unknown. The physician was using the rotablator console for rotational atherectomy, had released the pedal and when he pressed down on it again, the display did not show. Three times, the physician tried releasing the pedal and pressing down again, however, the speed display did not recover. The physician then exchanged out the rotalink plus system, however, the speed display was still missing. The physician completed the procedure with no speed display on the console, and no patient complications were reported. The procedure was completed successfully with this device, and patient status was reported as 'no problem'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).